Event description:
It was reported that during the implant procedure the helix of the right ventricular (rv) lead extracted after more than 35 turns. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. There were no anomalies found. It was noted that the helix was distorted and bent, and the lead appeared to be damaged at implant. (B)(4).